Manufacturer narrative:
Zoll has not yet received the zoll catheter for investigation. A supplemental report will be filed if and when the product is returned and investigation has been completed.

Event description:
The customer reported an issue experienced advancing the quattro catheter over the guidewire. The catheter almost reached the hub but was unable to advance further. The doctor is experienced with catheter insertion, reporting on proper preparation and handling of the quattro catheter for central line placement, including removal of the anti-migration clip. The doctor was able to place the guidewire without difficulty; however, it was noted that the patient's skin was pinched up in a miniscule area when the introducer needle was first used in the patient groin. A scalpel was used to remove that small pinching of skin. The doctor used the vessel dilator. An issue was then observed advancing the catheter over the guidewire. Following this, the doctor removed the catheter and guidewire, and inserted another guidewire and quattro catheter on the other side of the patient without further issue observed. There was no damage noted on the guidewire or catheter upon removal. The doctor thinks the issue is patient related and not a device issue. No known impact or patient consequence was reported.